Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the error e405 (printer is not connected) occurred on the evis exera iii video system center. The unit was not powering on when in battery mode. The issue occurred during the procedure. It is unknown if the device was used to complete the intended procedure. There were other devices (unknown) used in the procedure and a keyboard was replaced. There was a delay, but it is unknown of the time frame for the delay. It was noted that the issue was resolved, but not further details have been provided by the customer.

Event description:
The customer reported, there were no other devices involved, the procedure wasn't delayed and was completed with the same set of equipment. No patient impacts.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the fields: b5, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.